Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, the adhesive tape attaching pad to the operating table top came loose causing the patient to slip on the table top during the surgery. The patient was secured with belts. The issue was noticed by the staff and the patient's position was stabilized. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the pad becoming loose causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As the malfunction of the adhesive tape of the velcro fastener was found, it was considered that the getinge device failed to meet its specification. A review of the received customer product complaints revealed that there were no injuries to a user nor a patient or operator when this particular malfunction occurred. The issue investigated herein is a single and isolated case. According to the information provided by the getinge technician, the pad was not attached correctly as the adhesive tape of the velcro fastener (part number 84011889) became loose due to wear and tear. The affected getinge device was manufactured in 2007. The review of the customer product complaints database revealed that in the past there were no customer product complaints registered on this particular table top. It can be concluded that the adhesive tape of the velcro fastener was never replaced and was in use for 16 years. The part was replaced by the customer himself. The customer has a maintenance agreement with getinge only for this year. The last maintenance was performed by an external company. In the user manual (ga 1150.30 en 10, page 16) the user is warned that the patient can slip off the table if the padding is not properly secured as worn, loose or wet loop strips will not secure the padding properly on the product. When attaching the padding, the user should check the device to ensure that it is properly affixed. Moreover, the user is instructed that for correct operation it is necessary to have visual and functional inspections performed by a trained person each time before using the operating table, at least once a day. The user should check whether the pad is holding up to the velcro. If the padding is not holding up, it can no longer be used (ga 1150.30 en 10, page 51). In summary and as a result of the performed root cause evaluation, it can be concluded that the adhesive tape of velcro fastener was worn, but the issue should have been detected before use during the pre-use check described in the user manual. It can be suspected that the most probable root cause of the reported issue, namely the pad becoming loose causing the patient to start slipping off the table and creating a risk of fall, is user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h4 device manufacture date and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation and the additional information that has been received. Previous b5 describe event or problem: on 5th may 2023 getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, the adhesive tape attaching pad to the operating table top came loose causing the patient to slip on the table top during the surgery. The issue was noticed by the staff and the patient's position was stabilized. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the pad becoming loose causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. Corrected b5 describe event or problem: on 5th may 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, the adhesive tape attaching pad to the operating table top came loose causing the patient to slip on the table top during the surgery. The patient was secured with belts. The issue was noticed by the staff and the patient's position was stabilized. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the pad becoming loose causing the patient to start slipping off the table and creating a risk of fall, was to reoccur. Previous h4 device manufacture date: 12/01/2007 corrected h4 device manufacture date: 12/10/2007 previous h6 medical device ¿ problem code: material integrity problem/break/loss of or failure to bond/1068 mechanical problem/unintended movement/device slipped/1584 corrected h6 medical device ¿ problem code: mechanical problem/unintended movement/device slipped/1584 material integrity problem/degraded/naturally worn/2988 use of device problem///1670.

Event description:
On 5th may 2023, getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, the adhesive tape attaching pad to the operating table top came loose causing the patient to slip on the table top during the surgery. The patient was secured with belts. The issue was noticed by the staff and the patient's position was stabilized. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the pad becoming loose causing the patient to start slipping off the table and creating a risk of fall, was to reoccur.

Event description:
On 5th may 2023 getinge became aware of an issue with one of our table tops ¿ 115030b0 - modular universal table top. As it was stated, the adhesive tape attaching pad to the operating table top came loose causing the patient to slip on the table top during the surgery. The issue was noticed by the staff and the patient's position was stabilized. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the pad becoming loose causing the patient to start slipping off the table and creating a risk of fall, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.